Event description:
The surgeon attempted to implant a silicone lens but it was damaged while being inserted. The surgeon enlarged the incision to remove the lens. The surgeon doesn't believe that enlarging the incision represents an injury to the pt and doesn't wish to provide additional info.